Manufacturer narrative:
The cannula seal accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a black piece at the bottom of the cannula seal accessory broke off while the instrument was being inserted. The black piece (fragment) fell into the patient and was retrieved during the same procedure using a grasper. The procedure was completed with a delay of less than 15 minutes. No post-operative tests were performed.